Manufacturer narrative:
The computer with lot number 1736488 was returned to medtronic for analysis. Analysis found that the computer had a bad hard drive. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The computer was replaced at this time and the system performed as intended. Device manufacturing date, unavailable. Other relevant device(s) are: product ID: 9734477, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system could not launch the spinal application software as the navigation system was stuck on the application launch screen. There was no patient present when this issue was identified. Additionally, it was noted that the navigation system could not receive images from electronic picture archiving and communication systems (pacs). Troubleshooting found that the information could not be retrieved in the cranial application software and that multiple attempts to load exams did not restore functionality. Debug log review found that a corrupt file was in the patient database.